Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to inappropriate shocks by the implantable cardioverter defibrillator (ICD). The device inappropriately detected atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia/ ventricular fibrillation (vt/vf) episode and delivered shock therapy. The device remains in use. No further patient complications have been reported as a result of this event.